Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible insulin pump under delivery. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer had problem with infusion set and thy he changed it today. The customer was treated with insulin pump. The device will not be returned for analysis.